Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with three photos of the issue for evaluation. A review of the device history record could not be performed as the lot number was unknown. Our quality engineer reviewed the provided photos but could not identify any visible defects with the unit. The top disk showed the slit centered correctly and no damage was present along the body or around the slit. Any further testing to identify an issue with the flow rate would require the physical sample. Based off the provided photos the engineer was unable to verify the reported defect. Since, no defects were identified a definitive root cause could not be determined.

Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device had flow issues. This was discovered during use. The following information was provided by the initial reporter: drug didn't flow.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device had flow issues. This was discovered during use. The following information was provided by the initial reporter: drug didn't flow.